Manufacturer narrative:
Report confirmed. Evaluation determined that the 10ba40d tool returned was used and broken. It was noted that there was discoloration present near the fracture site and consistent with tool that ran against metallic material during use. It was also noted the tool is dented on two sides that are 180 degrees apart and likely caused during external clamping. Fracture location is not consistent with brittle fracture caused when excessive loads are applied. The likely cause was identified the tool was deformed by an external force, causing the device to fracture. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection. For ava10, evaluation could not be performed because the device was not tested for heat during pre inspection test. It was noted that internal tube bearing was corroded and o ring was worn. This finding may have contributed to the user's experience. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a spinal fusion, th1 fusion was performed. While the screw hole was made by cutting the bone, the tip of the tool was broken off and it remained in th1 vertebral body. It was reported that the procedure was completed by fixing the screw to another site than originally planned. No information was provided on the impact to the patient. It was also reported that the hospital will be performing an additional x-ray imaging at a later date to identify the exact location of the broken piece of tool that remained in patient's body. An evaluation for ava10 used during the surgery was also requested since it was used at the same event. Initial testing identified that the ava10 did overheat. Additional information about the patient current status and additional imaging results is currently being followed up on with the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed with the hcp that no further information can be provided on when the patient will undergo additional x-ray.